Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issue with up button and act button of the insulin pump. The customer blood glucose level was unknown. Customer stated that the cover for the button had come off and it was hard to press at times. The device will not be returned for analysis.